Event description:
Routine complaint investigation when a health care facility reported receiving a high blood glucose reading of 600 mg/dl when compared to a laboratory reading of 451 mg/dl. These values when plotted on a clarke error grid fell into the "c" zone showing the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.